Event description:
4/16/99 report from coroner's office re cause of death. Cause of death "cardio pulmonary arrest during induction of general anesthesia with midazolano, fentanyl, pentothal, and rocuronium for repair of epidural catheter inserted for spastic quadriplegia due to gunshot wound of neck with injury of spinal cord." Coroner had also stated prior to this date that this patient had spasticity which was severe enough to have possibly caused the initial disconnection of the catheter from the pump.